Event description:
Customer's spouse indicated their pt had a blood glucose reading of 230 mg/dl at 10:00pm. Spouse stated pt awoke at 2:20 am and felt ill. Spouse took their blood glucose reading with a result of 192 mg/dl. Paramedics were called and as customer was transported to the hosp at 3:00 am, a blood test was taken with a result of 40 mg/dl. Customer was provided juice.